Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received no delivery alarms as well as a motor error alarm. The customer's blood glucose was 455 mg/dl. The customer treated herself with a manual injection. Troubleshooting was done. Advised customer to run a manual prime of at least 5 units, and the customer stated that the insulin pump did not alarm no delivery. The customer did not recall any significant events leading to the motor error alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion test and the displacement test. No motor error alarm was noted. The motor passed the motor test. The excessive no delivery alarm could not be verified due to the prime anomaly. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.